Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl and 200 mg/dl. The customer was assisted with troubleshooting, auto mode was active. The customer was treated with manual injection and insulin pen for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege pump was under delivering. Customer performed displacement test and it was passed. Customer stated that the bolus wizard is programmed accurately. The insulin pump will not be returned for analysis.